Event description:
It was reported that balloon dislodged and unable to retrieve balloon. No intervention performed. Patient was discharged with no reported complications.

Manufacturer narrative:
Device has not been returned for evaluation.